Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the tubing. The user's blood glucose level was not impacted as the pump was being used with saline. The user successfully changed the tubing.